Manufacturer narrative:
The event occurred sometime in (B)(6) 2016. (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate leaked during filling with ceftazidime. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Manufacturing date - february 17, 2016 ¿ february 19, 2016. The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and noted a pool of liquid inside the housing that indicated a leak. Further examination revealed the direct cause to be due to a ruptured bladder. The cause of the rupture could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.